Manufacturer narrative:
Beckman coulter customer technical support (cts) specialist assisted the customer over the phone. Customer stated that they did not run qc after doing calibrations on sodium. Cts informed the customer that qc should be performed after calibration as per instructions for use (IFU) of the dxc 700 au chemistry analyzer. Multiple attempts were made to obtain information on the reported change in treatment. No further information has been provided by the customer. Cts informed the customer that per the IFU, qc must be performed after performing calibration to resolve the issue. No further issues were reported by the customer. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their dxc 700 au chemistry analyzer. The customer reported that ion selective electrode (ise) calibrations passed on (B)(6) 2023 and began running patient samples. The customer stated thirty (30) erroneous low na patient results were reported outside of the laboratory, and all 30 results were later amended. The customer stated a few patients were given medication based on the erroneous results. No harm or injury was reported. The customer verbally provided data from one (1) patient sample.